Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6). It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and is no longer undergoing pd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies, durations not provided). While awaiting the culture results, it was discovered the patient had a small hole (cause unknown) on her pd catheter (not a (B)(6) product) lumen, which was deemed the cause of the peritonitis. On (B)(6) 2026, the patient underwent the surgical removal of her pd catheter, and the placement of a tunneled hemodialysis (hd) catheter (not a (B)(6) product). The nephrologist and the patient decided during the hospitalization that pd was not a good fit, therefore the transition to hd will be permanent. The patient¿s peritoneal effluent culture result returned positive for escherichia coli on (B)(6) 2026, and the patient¿s vancomycin and cefepime were continued intravenously. The patient tolerated the transition to hd without any reported issues and was discharged home on (B)(6) 2026. The patient is recovering from the serious adverse events and is undergoing outpatient hd without issue. Per the pdrn, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).